Event description:
Factory analysis of a returned motor controller pcb board revealed a failed component resulting in a 35 volt supply failure. The noted failure can result in a shutdown of the ventilator during use in normal ventilation operation. Upon loss of power, a power fail alarm will activate and alternative ventilation should be provided.